Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead unable to be implanted. The lv lead was not used and replaced during the procedure. The patient remained in stable condition.